Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. Corrected fields: d9 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: residues and adhesions on the video connector a root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the presence of residue and adhesions on the video connector suggests that the event may have occurred temporarily due to poor contact, which prevented normal communication. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced no image displayed during setup for an unspecified procedure. There were no reports of patient harm.